Manufacturer narrative:
(B)(4). Concomitant medical device: unk liner; unk head; unk cup. Reported event was confirmed by review of x-rays provided. The x-ray review stated that there was an oblique fracture of the proximal femur. There was marked overriding of the fracture and the distal femoral shaft was laterally positioned and proximal in relation to femoral component. Lucency along the femoral component and at greater trochanter that may represent osteolysis and the bones are osteopenic. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision due to bone fracture. Stem was revised. Attempts have been made and additional information on the reported event is unavailable.